Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was frayed but not fully broken. The instrument passed the electrical continuity test and further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additionally, the instrument was found to have a missing fragment from the damaged conductor wire insulation.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.